Event description:
Sometime between 8a-11:30a the baxter solution set disconnected at the male adapter site allowing pt to bleed out while sleeping. When it was discovered at 11:30a pt was brought to the md's office. A cbc was drawn & pt started on po iron.